Manufacturer narrative:
In our initial report the date of event was stated as november 02, 2020. This is not correct. During the course of the investigation the customer specified that the incident occurred on (B)(6) 2020. Because the initial information at the time the complaint was filed was misleading and the information that the issue occurred also on a second date of event was only discovered during the complaint investigation, no extra report was filed for the second date of event. This is our final report on this issue.

Event description:
The customer reported failed results with the ih-card abo/d(dvi-)+rev.a1, b (lot #8020020) on ih-1000. The customer stated that results failed due to dried wells at the reagent positions of the anti-b, the anti-d and the control. Due to the discrepancy between forward and reverse typing and false positive control results the ih-1000 stated "abo not interpretable" and no incorrect results were released. The remaining cards of the box were visually checked and defect cards were removed. Additionally the three remaining boxes of customer were also checked and no other defect cards were found. The customer provided images that showed the described issue, but not the supposedly defective product for investigational testing. Our quality control laboratory checked their retention sample of the supposedly defective lot for intact sealing, correct filling height, homogeneous gel and visible supernatant. All acceptance criteria were met. We did not detect any dried out wells. Additionally our quality control laboratory tested their retention sample with different donor samples on the ih-1000. All positive and negative reactions were correct. Based on the images provided by the customer and the investigation of the issue the complaint was classified as confirmed - upp (unexpected product performance). Because of the confirmed complaint further actions were initiated. The outcome of the investigation indicated that a very temporarily, short-term malfunction of the sealing devices was the cause of the defective sealing. The defective sealing of a very limited number of cards caused the gel to dry out. The number range of the affected cards could be identified.

Manufacturer narrative:
This is our initial report on this issue.

Event description:
The customer reported discrepant results with the ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that results failed due to evaporated gel at different reagent positions. The affected positions were the anti-b, the anti-d and the control well. The customer provided images of unprocessed cards which demonstrated the described issue. Our quality control laboratory is still waiting for the ih-cards and images of processed cards from the customer. In the meantime our quality control (qc) laboratory checked their retention sample of the supposedly defective lot for intact sealing, correct filling height, homogeneous gel and visible supernatant. All acceptance criteria were met. Additionally our quality control laboratory tested their retention sample with different donor samples on the ih-1000. All positive and negative reactions were correct.